Event description:
The user facility reported a 64-year-old male patient was implanted with an impella 5.0 pump for mechanical circulatory support. Roughly ten days into support, the pump began to experience high purge pressure. Lyse therapy was completed successfully in response to the condition and the staff was advised to call support if additional assistance was required. Support continued with the implanted pump following resolution of the issue.

Manufacturer narrative:
The impella device was not returned from the customer, therefore, evaluation of the device could not be completed. An investigation into the allegation was completed. Based on the provided information, it was determined that the presence of biomaterial likely cause the increase in pressure. Should additional relevant information become available, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.